Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2021. During the procedure, the device was fully extended through the scope, and the balloon burst when inflated to 3 atm. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. The patient current condition was reported to be okay.

Manufacturer narrative:
Block h6: problem code a0402 captures the reportable issue of balloon burst. Block h10: investigation results a visual examination of the returned complaint device found that the catheter was detached in two sections and the proximal section was not returned. Microscopic inspection was made and it was noticed that the balloon was torn longitudinally. Additionally, it was also noted that the catheter was mechanically cut. The found failure is likely due to factors encountered during the procedure, such as interaction with scope and other sharp devices that could create friction on the balloon causing it to burst and generating the issue of torn longitudinally during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophageal dilation procedure performed on (B)(6)2021. During the procedure, the device was fully extended through the scope, and the balloon burst when inflated to 3 atm. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. The patient current condition was reported to be okay.